Manufacturer narrative:
The device was received and evaluated. No bends or kinks were observed on the soft cannula. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. An 0x1c alarm was generated, indicating the pod reached the expiration time. The downloaded data confirms the device ran for 80 hours. The device functioned as intended.

Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 260 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a new pod was applied.